Manufacturer narrative:
Investigation summary: in response to the event reported by your facility a device history review was conducted for lot number 2082653. Our records show that this is the only instance of this issue occurring in this production batch. According to the sampling plan applied for product performance, this lot was accepted and released without defects being noted during the final assembly or visual inspections. A sample could not be obtained for evaluation and testing; in lieu of the affected device, functional testing was performed on retention samples for this lot, the results of these show that the tested units performed within product specifications. Unfortunately without the ability to investigate the affected unit our quality engineers were unable to determine the root cause for this complaint.

Event description:
It was reported that the bd intima-ii 22gax1.00in prn slm experienced catheter tip damage. The following information was provided by the initial reporter: when the nurse placed a closed vein indwelling needle in the patient, the new closed vein indwelling needle was checked to be intact before puncture, and the puncture process was successful and properly fixed. The closed vein indwelling needle tube broken during the injection of normal saline. The nurse immediately removed the indwelling needle and explained to the patient that a new closed vein indwelling needle was given to the patient, and there was no rupture.